Manufacturer narrative:
This complaint was reviewed during the retrospective review. Investigation determined an unstable reducer and defective pcb. After replacing this parts and readjusting the air, the vfie module is working according specifications. The complaint is confirmed. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4). Details of this activity were discussed with (B)(6) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
A report from (B)(6) has been received and report a soft eye issue when switching from phaco to vitrectomy in 25 combined prog. At our customer there are infusion problems on eva. The surgeon still hears the sound of the drops/drop noise, but there is no infusion, why the eyes collapse. There is no information on intervention provided.